Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for unrelated reason. The patient was not feeling well with shortness of breath and emphysema. The left ventricular lead was found to be inactive for a while due to dislodgement. Chest x-ray revealed that the lead was in the superior vena cava. Lead extraction was discussed.